Event description:
It was reported to medtronic minimed that the customer reported infusion set and sensor tape not sticking, discrepancy between sensor glucose value and blood glucose value and experienced hyperglycemia and diabetic ketoacidosis. The customer experienced symptoms like confusion, feeling sick/unwell, flu, headache, tired/weak, altered vision/vision changes, extremity pain/cramps, increased thirst at the time of event. Customer reported sensor glucose value was 320 mg/dl and blood glucose value was 300 mg/dl. The customer reported that the value difference was within target range. The customer visited the emergency room and treated with insulin pump and insulin drip. The event involved product mmt-342g, mmt-1884, mmt-442ag, mmt-7040a. Troubleshooting was partially performed for hyperglycemia. Customer was using the insulin pump within 48 hours of the reported event. The auto mode feature was active at the time of the incident. Troubleshooting was performed for tape issue and not performed for glucose value difference. No further patient complications were reported. No product return was required for mmt-342g, mmt-1884, mmt-442ag, mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.